Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached over 290 mg/dl. The pod was worn between 4 and 24 hours on the arm.

Manufacturer narrative:
The device was received not deployed. The pink slide insert was not visible in the viewing window. Upon opening the device, the needle mechanism fully deployed. Damage was found on the linkage assembly upper arm and on the linkage assembly rivet and surrounding area. A gouge was found on the inside of the top housing, indicating the linkage assembly made contact with the top housing and prevented the needle mechanism from fully deploying when the release bar was released at the completion of the second prime. The device ran 226 pulses. There were no alarms, timeouts, drive stalls or rotational sensor errors present in the download data which indicates the device continued to deliver insulin even though the needle mechanism did not deploy.